Event description:
Boston scientific received information that during defibrillation threshold (dft) testing during an implant procedure, this implantable cardioverter defibrillator (ICD) displayed fault codes 1004 and 1007. Likewise, the system exhibited low out-of-range shocking lead impedance measurement of less than 20 ohms. Therapy was unsuccessful and further redetection was not possible. The patient was converted with 150j external shocks. The right ventricular (rv) and a competitor atrial lead were removed and were found to have wear which lead the physician to think that these leads might have been rubbing with each other. The system was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and thoroughly analyzed. Analysis verified that the device was at beginning of life (bol and has a device reported battery voltage of 3.077 volts. The device did not pass the automated testing. Analysis of the device memory confirmed that the device had shocked into a shorted lead, damaging the device. Manual therapy availability testing could not be completed as the result of this induced damage to the device. Real time x-ray performed on the device confirms that the plasma fuse had been blown open as a result of shocking into a shorted lead condition. It is concluded that the damage to the device was induced. The damage to the device was a result of shocking into a shorted lead during the implant procedure. The inability to pass automated testing was a result of this damage to the device.